Manufacturer narrative:
Follow-up # 1 device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately high in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6)2015, at 02:30pm she obtained a result of "191mg/dl" on the subject meter which she felt was inaccurately high in comparison to a result of "150mg/dl" obtained on a onetouch ultrasmart meter, performed within 30 minutes of each other. Based on statistical methodology the calculated difference in results satisfies lifescan's criteria for accuracy. The patient manages her diabetes by self-adjusting her insulin doses and increased the dose of her humalog insulin in response to the alleged issue. The patient claimed that an unknown time after the alleged inaccuracy occurred she developed symptoms of "dizziness, blood sugar dropping, shaking" and that she self-treated with glucose tablets/gel. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient reported symptoms suggestive of a serious injury after the alleged meter issue occurred.